Event description:
In 2009, patient reported experiencing elevated readings. She stated this morning she changed her insulin cartridge, ate her meal and bolused for it. Patient reported her readings were fine at that time. She stated she was in a meeting and started feeling sleepy and thirsty and could not keep her eyes open. Patient reported she tested and her reading was at 400 mg/dl. She stated she bolused and tested again 2 hrs later with a reading of 531 mg/dl. Patient reported she bolused again and by afternoon her reading was down to 459 mg/dl. She stated an hour later her reading was down to 440 mg/dl range. Patient's normal blood glucose range is around the 100 mg/dl range. Patient reported she noticed a section on the infusion tubing that appeared grayish in color. She stated there was no crystallized insulin in that area. Patient reported she also noticed blood in the cannula leaking back up to the infusion connector piece of the infusion site. She states she immediately changed the infusion site and the infusion tubing. Patient reported after changing the infusion site and infusion tubing, the insulin did not appear to flow like normal. She stated that she will test every hour to ensure her readings continue to go down to normal. Patient reported the infusion device has not given any error messages. She stated there is a grey area about 6 inches from the infusion device and there was a leak from the infusion tubing also. Patient reported no insulin leaked into the infusion device. On follow call about one week later, patient reported infusion tubing was filling too slow and attached a new infusion tubing. She stated she then noticed blood in her cannula and the insulin could not go through. Patient reported she changed the infusion tubing and the infusion site. She stated the blood glucose levels have returned to normal. The patient did not require medical assistance from a healthcare professional or second party to address the issue. Product was replaced and requested return of the suspect product for evaluation.